Event description:
Information was received from a healthcare provider regarding a patient implanted with an implantable neurostimulator (ins) for pain relief. It was reported that the ins was implanted last year and did not last as long as expected. The device was explanted. No further complications were reported or anticipated.